Event description:
Two surgical fibers were returned to the manufacturer with no additional information provided and no further information could be obtained. There was no report of injury. This report is for the first fiber.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Reference MFR#: 2937094-2013-00729. Fiber analysis: the fibers glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The fibers detached tip condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to tissue contact and or anatomical/procedural factors encountered during the procedure.